Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance reaching out of range values of 125 ohms. Technical services (ts) recommended programming enhancements and revision. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This investigation will be updated should pertinent information become available in the future.